Event description:
Related manufacturer reference number: 2017865-2022-12032. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise due to fracture on the right ventricular (rv) and atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.